Manufacturer narrative:
Siemens has requested additional information to proceed with investigation of the reported incident.

Manufacturer narrative:
Despite repeated requests for more information regarding the reported incident and the injury to the patient, no data was provided. Therefore, an analysis of this incident was not possible. The root cause of the described burning could not be determined due to missing data.

Event description:
It was reported to siemens that a patient received burns while undergoing an examination on the magnetom aera unit. The patient received a plastic surgery after the incident. No other information was provided to siemens.